Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the above luer lock of the external drainage system (ID (B)(6)) was broken, and cerebrospinal fluid (csf) was leaking onto the floor while emptying the collection reservoir of the external ventricular drain (evd). All other connections remained intact. Due to the location of the break, the entire evd system needed to be replaced, not just the collection bag. The two broken sections were secured with waterproof tape to maintain as much sterility as possible. The drain was removed at the bedside, and the site was sutured closed. The tip of the catheter and csf were sent for culture, and while awaiting results, the patient received three days of intravenous vancomycin and fluconazole. The cultures returned positive for contamination. A facility reported: "when emptying the collection reservoir of the external ventricular drain (evd) of 68-year-old patient, cerebrospinal fluid (csf) noted to be leaking on the floor. On closer inspection, the evd was noted to be broken above the luer lock where the bag can be changed. All other connections remained intact. Due to the placement of the break, the entire evd system would need to be replaced (not just the collection bag). The two broken sections were secured with waterproof tape to attempt to keep the system as sterile as possible. The drain was removed at the bedside and the site sutured closed. The tip of the catheter and csf were sent for culture. While awaiting results, patient received three days of intravenous vancomycin and fluconazole; cultures returned positive for contamination."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The external drainage system (ID (B)(6)) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be due to human misuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate this issue.

Event description:
N/a.